Event description:
Reportedly, the trach dislodged from pt during transfer from a cat scan table to bed.

Event description:
Reportedly, the trach tube dislodged from pt during transfer from a cat scan table to bed.